Event description:
It was reported that the customer experienced a blood glucose (bg) level over 400 mg/dl. Bg was addressed via a correction bolus and manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended, however, the customer maintained that there was an issue with the pump. Customer continued to use the pump for insulin therapy and also had manual injections available.